Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during an acl procedure, the outer black sheath of the wand looked like it melted and the suction stopped working. Backup device was available to complete the procedure. It is unknown if a delay occurred. No patient injuries were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A review of customer provided images shows a used wand with peeled insulation. The complaint was confirmed. Factors that could have contributed to the reported event include: 1) mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. 2) damage to the tip and/or shaft insulation that occurred as a result of contact with metal objects while activating the wand. 3)contacting the distal portion of cannula with the shaft when inserting and removing the wand. No containment or corrective actions are recommended at this time.